Event description:
Per the clinic, the patient was treated with oral steroid for two weeks (date not reported) for unspecific medical reasons.

Event description:
It was also reported that the patient developed an infection at the implant site.

Event description:
Per the clinic, the patient was treated with second administration of oral steroids for two weeks (specific date not reported).

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to the extrusion of receiver/stimulator. There are no plans to reimplant the patient with a new device as of the date of this report.